Event description:
During an implant attempt of the subject ICD connection issues were noted. Reportedly, when the physician tried to connect the lv lead no click sound was heard when turning the screwdriver. The lead could not be subsequently unscrewed. As the lead was confirmed to remain connected by pull test, the subject ICD was left implanted. The remaining set-screws were tightened with another screwdriver. The two screwdrivers are returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.